Event description:
Queried file handler for following details: claimsuite, revision date, component loosening. Asr revision has been recommended. However no revision has been confirmed yet. I have attached the email detailing this information. All product are stated as not removed. I will query the file handler twice more before completing this com. File handler has also been unable to confirm the component that loosened. And cannot provide a claimsuite until the revision has been confirmed by the hospital. Asr revision asr resurfacing- right reason(s) for revision: component loosening (unknown), pain and possibly alval. Update 20 nov 2014 - rec'd claimsuite, dor, confirmation of cup loosening, confirmation of alval/soft tissue reaction

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.